Event description:
It was reported that during a follow-up, externalized conductors and low, out of range, high voltage lead impedance were observed. No patient symptoms were reported. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.